Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure the clip on reducers popped off the screw head and the torque handles seem to be worn out. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper 2 system final tightener driver x25. This is report 7 of 11 for complaint (B)(4).